Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient experienced poor vision at near. The lens was explanted in a secondary procedure approximately after three and half months of initial implantation. The clinical reason for the explant was hyperopic surprise. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).